Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3420/8158549, tgt3720/8195120). Subsequent follow-up examinations revealed that no adverse events. On (B)(6) 2011, a follow-up study revealed a distal type I endoleak was found. It is unknown what device was implanted distally. The physician elected to monitor the patient. On (B)(6) 2012, the physician converted the patient to an open surgical graft repair. The patient tolerated the procedure. No further information is available.